Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Reported false positive sars result for 1 asymptomatic consumer who had a recent known exposure. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. 2 additional consumer events were also communicated which are captured on separate reports.